Event description:
Per the clinic, the patient experienced wound infection at the implant site. Subsequently, the device was explanted on (B)(6) 2025. Additional information has been requested but has not been made available as of the date of this report.